Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
The manufacturer¿s representative (rep) reported the consumer called them a couple of days prior to (B)(6) 2016 and stated the ¿8-15 lead had gone out again.¿ the rep. Met with the consumer on (B)(6) 2016 and performed an impedance test on the consumer¿s new lead with results greater than 40,000 ohms on contact 15. During this time the rep. Tried to manipulate the implant while testing the impedances to see if there was an intermittent short and/or open. However, on (B)(6) the consumer called the rep. Again and noted the 8-15 lead was ¿out again,¿ but called back later and said it was ¿back on¿ but the rep. Advised the consumer to meet with them again on (B)(6) regarding the issue. It was noted the 0-7 lead was placed to cover pain around the left chest/abdomen and the 8-15 lead was covering groin pain and the leads were ¿staggered.¿ on december 5th the rep. Reported an x-ray at the consumer¿s visit on (B)(6) indicated the 8-15 lead had migrated so they were going to be scheduled for a revision as soon as t he hospital could confirm a time. In the meantime the consumer was using the 0-7 lead. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.